Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump would not rewind. Troubleshooting was performed, and it was found that the act button was unresponsive. During troubleshooting, the customer stated that he was hospitalized due to hyperglycemia. The customer stated that prior to the event his insulin became hot and his blood glucose levels elevated. Nothing further was reported.